Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had a broken wire. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: we always check the instruments before use and will not use them if they were broken. It is used in hernia operations. There are rarely collisions on these operations. The problem is usually when the cable breaks, the surgeon does not say which function is not working, only that the instrument is not working as it should. At least one cable visible, we take it out of service regardless of the number of cables that break, and we have not noticed if one or more break.